Manufacturer narrative:
Physio-control performed additional clinical analysis on the ECG recording from the event, and through that additional investigation made the following observations and conclusions: it is not known if the sense markers were improperly placed. It was not possible to distinguish p, qrs and t waves. The ECG rhythm (prior to the shock) had a heart rate of about 265/minute, which is extremely rapid. As a result of the rapid heart rate the qrs and t waves merged, making it impossible to identify qrs onset and end with confidence. It appears the change in morphology of the ECG two seconds prior to the shock being delivered triggered the qrs detector to move the sync marker, which is consistent with the operation of the device. The sync marker appears to have moved in response to a change in the morphology of a qrst complex. Some common types of re-entrant ventricular tachycardia produce continuous spiral depolarization wavefronts in the ventricles [samie fh, jalife j. Mechanisms underlying ventricular tachycardia and its transition to ventricular fibrillation in the structurally normal heart. Cardiovasc res. 2001; 50:242-50.] During a continuous ventricular tachycardia rotor, depolarization is always occurring at the leading edge of the spiral depolarization wavefront, a refractory tail follows the depolarization wavefront, and repolarization is always occurring following each myocardial cell¿s refractory period. Since there is no beginning and end to depolarization, there is no distinct onset and end of the qrs complex. Since there is no beginning and end to repolarization, there is no distinct onset and end of the t wave. Furthermore, since repolarization is always occurring somewhere in the ventricles, a synchronized shock cannot avoid the repolarization period. Per the american heart association 2010 guidelines: ¿although synchronized cardioversion is preferred for treatment of an organized ventricular rhythm, for some arrhythmias synchronization is not possible. The many qrs configurations and irregular rates that comprise polymorphic ventricular tachycardia make it difficult or impossible to reliably synchronize to a qrs complex. If there is any doubt whether monomorphic or polymorphic vt is present in the unstable patient, do not delay shock delivery to perform detailed rhythm analysis¿provide high energy unsynchronized shocks (i.e., defibrillation doses). After shock delivery, the healthcare provider should be prepared to provide immediate CPR (beginning with chest compressions) and follow the acls cardiac arrest algorithm if pulseless arrest develops.¿ [american heart association. 2010 guidelines for cardiopulmonary resuscitation and emergency cardiovascular care. Part 6: electrical therapies: automated external defibrillators, defibrillation, cardioversion and pacing. Circulation. 2010;122 (suppl 3):s712]. The lifepak 15 qrs detector triggers placement of the sense markers on large upstrokes and down strokes of the qrs waveform. Users are instructed to confirm proper placement of the sense markers before delivering a synchronized shock. The following warning and instructions for placement of sense markers are in the lifepak 15 operating instructions: ¿warning possible lethal arrhythmia ventricular fibrillation may be induced with improper synchronization. Do not use the ECG from another monitor (slaving) to synchronize the monitor/defibrillator¿s discharge. Always monitor the patient¿s ECG directly through the defibrillator¿s ECG cable or therapy cable. Confirm proper placement of the sense markers on the ECG.¿

Manufacturer narrative:
(B)(4). The ECG recording from the patient event was sent to physio-control for a clinical analysis. Physio determined that the inappropriate delivery of the synchronized shock on the patient¿s ¿t¿ wave was not the result of a device malfunction, nor was it the result of a use error. Through analysis of the ECG recording, physio determined that the patient¿s ECG rhythm was rapid rate tachycardia. The sync mode was on and was initially syncing on the patient¿s ¿r¿ wave appropriately. Approximately 2 seconds prior to the delivery of the 100 joule synchronized shock, the ventricular complexes/morphology changed which caused the sync marker placement to change and become located at the ¿t¿ wave. As a result of the shock, the patient's heart rhythm converted to ventricular fibrillation. After approximately 25 seconds medical personnel provided one (1) asynchronous shock of 150 joules to the patient which converted the patient's heart rhythm to a narrow qrs tachycardia rhythm. Synchronization of ventricular tachycardia (vt) may be more difficult than other tachyarrhythmia¿s due to the wide-complex morphology of the arrhythmia, and the ventricular depolarization and repolarization. Clinical urgency (symptomatic instability) justifies that these rhythms should be cardioverted without attempts to synchronize. Reference: tacker et al. Defibrillation of the heart: icds, aeds and manual. 1994. Page 164. There was no failure of the device. The device has not been returned to physio-control for evaluation.

Event description:
The customer contacted their local service agent to report that during a recent patient event their device was used to provide a 100 joule synchronized cardioversion defibrillator shock to a (B)(6) male patient diagnosed in a tachyarrhythmia. The customer reported that the shock was inappropriately delivered on the patient's t wave instead of the r wave. As a result of the shock, the patient's heart rhythm converted to ventricular fibrillation, a life threatening condition, which required medical intervention to correct. After approximately 25 seconds medical personnel provided one (1) asynchronous shock of 150 joules to the patient which corrected the patient's heart rhythm. The patient survived the event. The patient was subsequently admitted to a hospital ward for monitoring. No further details about the patient or the event were provided.